Event description:
It is reported that the device was implanted in 2008 and that the patient presented to the office, and was diagnosed with femoral implant loosening which resulted in revision in 2009.

Manufacturer narrative:
Evaluation summary: the product was not returned for evaluation and no x-rays or additional information were provided. As a result, due to insufficient information, the probable cause for the loosening and subsequent revision cannot be determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.